Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the device was removed 18 months ago (B)(6) 2014), as it was doing more problems than good. The drug, and clarification/ circumstances related to the pump problems remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.